Manufacturer narrative:
Other, other text: one cadd solis hpca pump was returned for the evaluation of the reported improper infusion. The pump was received with a missing battery door. A DHR, device history review, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The device was further investigated using an accuracy test. The customer problem regarding delivery accuracy was unable to be duplicated; three different delivery accuracy tests were performed all of which were within the published +/-6 percent delivery accuracy specification. No problems were found with the fluid delivery of the pump. No problem also found from event log. The missing battery door was replaced.

Event description:
It was reported that the amount left on a smiths medical pump was 77ml, but the actual wasted amount was 90ml. The pump was tested and the rate accuracy was not within +/-6% and the pump needs calibration. No adverse patient effects were reported.